Event description:
It was reported that a stuck guidewire occurred. During preparation for a pulmonary vein isolation (pvi) procedure, a farawave pfa catheter was selected for use. During use of the catheter, the guidewire became stuck inside the catheter. The guidewire would move but would face a lot of resistance in doing so. The catheter was replaced, and the procedure was completed successfully. The guidewire was removed from the catheter and the port was flushed. No patient complications were reported. No tissue was seen at the tip of the catheter nor the guidewire. The catheter is not expected to return for analysis as the catheter was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.